Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the therapy felt weak. It was stated the patient charged the implantable neurostimulator (ins) for the past few days prior to report and it had not gotten full and the patient thought the battery was not full was why the therapy was weak. It was stated the ins battery icon flashed 50-75%. It was noted there was a coupling problem. It was stated the patient had zero coupling bars. It was stated troubleshooting occurred and when they repositioned the antenna the patient received 8 bars. It was noted the ins was off and they were able to turn it back on. It was noted the patient continued to feel the therapy was weak. It was stated the patient began to feel weak 6 days prior to report. It was stated on the day of report their doctor had them charge for a while and then turn the ins on. It was stated the patient had a reaction like an electric shock as the therapy was turned on. It was noted following that the patient felt better and not weak. It was stated during the call on the day of report the therapy was turned on and the patient had the same reaction when the doctor turned the therapy on. It was noted the patient may have accidentally turned the ins off. It was noted it appeared that all issues were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. It was noted the event was attributed to the recharger because the patient felt the recharger was not recharging. There were no abnormal impedance measurements. The device had been checked and there was no education problem with the device. It was noted the charge was at "0" and they had the patient recharge while in the office with the new recharger and it seemed to work. The patient did not require hospitalization and they had a serious life threatening injury/illness and they recovered without sequelae. It was noted the patient was going to meet with the manufacturer representative to review the best strategies for recharging.

Manufacturer narrative:
Concomitant: product ID 64002, lot# n321965, implanted: 2012-(B)(6), product type adapter. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37651, serial# (B)(4), product type recharger, product ID 3387s-40, lot# v204753, serial# implanted: 2009-05-26 explanted: product type lead. Product ID 3387s-40, lot# v194124, implanted: 2009-(B)(6), product type lead. Product ID 7482a40, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 7482a40, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).